Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the tip detached. The tip of the 3.50x20mm taxus liberte drug eluting stent detached when the mandrel was removed. The 75% stenotic lesion was located in the calcified and severely tortuous proximal left circumflex. An unspecified guidewire was advanced and ivus was performed. A 3.5x15mm maverick2 balloon was inflated three times. The physician attempted to place the stent in the patient after the tip detachment occurred, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. Patient's status reported as "good".

Manufacturer narrative:
(B)(4).